Manufacturer narrative:
Device return: two used d1000 tego connectors were returned. Although requested the involved mating/access devices were not returned. Visual inspection (pre and post decontamination) of the two as-received tego connectors recorded dried blood/large blood clots were seen/noted during decontamination flushing. Engineering testing and analysis to the applicable product specification was performed. The results recorded both of the tego connectors passed (activated and unactivated) acceptance criteria. Findings: visual inspection of the as-received tego connectors did identify the presence of blood clots in the fluid path. After flushing / clearing the tego connectors, product and functional testing recorded no leakages, no performance and or out of spec conditions. Although the exact cause(s) of the reported event are unknown it is possible that inadequate flushing may have contributed to the event.

Event description:
Complaint received concerning air in line/air alarms with use of unspecified crrt dialysis set-ups and d1000 tego connectors. The initial information received reports on (B)(6) approx. Twelve (12) hours after tego connectors were placed attending clinicians report "...constant air alarm during therapy with air detected in therapy inlet line. ..." The manufacturer has requested additional event/usage information. As of the date of this report there has been no response.